Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Restenosis/occlusion, as noted in the instructions for use (IFU) and product risk assessement, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue; however, in this case, a conclusive root cause cannot be determined.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that in 2004, a 5.0 x 13 mm rx ultra stent was placed in the graft to the proximal lad. In 2007, the pt experienced angina and shortness of breath. In-stent restenosis was found in the ultra stent. The re-stenosis was treated with another company's 4.5x12 mm stent. No additional event or pt information is available.